Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a suture underwent an unknown procedure on an unknown date and suture was used. It was reported that when using the suture it ruptured, having to be discarded. The procedure was completed successfully. There were no adverse patient consequences reported.